Event description:
A physician was stuck in the finger by a used lancet. The physician unknowingly removed a lancing device, which was loaded with a sales reps lancet, from the reps personal package. The sales rep was busy trying to get product info for the physician when the lancing device was pulled from the package. The physician pricked her finger while playing with the lancing device before the sales rep could intervene. The lancet reportedly was not used for 24 hrs prior to the event.